Event description:
A (B)(6) old male patient called in to zoll lifecor customer support to report that both batteries are displaying the battery fault light when placed on the charger. The patient was provided with a replacement battery charger.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger (B)(4) has been completed. The reported problem (battery charger faults) has been confirmed. During service investigation, it was discovered that the cause of the charger malfunction was a defective component (q1). Q1 is the current controlling component of the battery charger. The root cause of the defective q1 cannot be positively identified. No adverse event resulted from the defective component. The patient received a replacement battery charger.